Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) on (B)(6) 2022 with one day history of persistent headache and one time episode of loss of vision in left eye. When assessed in the ed, the patient still had complaints of a headache, but it was noted to be improving without focal deficits. Head computed tomography (CT) scan was negative for acute infarct. A neurology consult was ordered and the symptoms were attributed to a left retinal embolus which lysed. Blood cultures were negative on (B)(6) 2022 then cultures resulted positive for strongyloides on (B)(6) 2022. The patient was started on ivermectin. A transthoracic echocardiogram (tee) was recommended. The patient was noted to have a subtherapeutic international normalized ratio (inr) on admission. A heparin drip was started to reach partial thromboplastin time (ptt) goal of 60-70. Hypertension was also observed on admission. Home medications were restarted including hydral, toprol, enalapril, and amlodipine. Pump speed was decreased to 5000 rotations per minute (rpm) due to pulsatility index (pi) events. Left ventricular assist device (lvad) interrogation revealed multiple speed drops. The patient was admitted to cardiothoracic (CT) surgery for further management. It was later reported that the patient was transplanted on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that a transthoracic echocardiogram (tte) showed mild left ventricle dilatation with severe dysfunction. The aortic valve remained closed in all observed beats. A dilated right ventricle with moderate systolic function and moderate tricuspid valve regurgitation were observed. It was noted that the patient's baseline echocardiogram prior to ventricular assist device (vad) implant showed mild tricuspid valve regurgitation. The patient did not have right heart failure prior to vad implant but there were no device related issues that would have caused or contributed to the condition. Blood cultures were negative. The speed drops were attributed to hypertension. Speed optimization with right heart catheterization was performed in additional to medication titration for better blood pressure management. The patient was not elevated on the transplant list due to any device or therapy related issues and the device operated as expected.

Manufacturer narrative:
Section a: date of birth was redacted for clinical study manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events cannot be conclusively established through this evaluation. Additionally, a specific cause for the reported infection could not be determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use and heartmate 3 left ventricular assist system patient handbook contain the following information: section 1 of the instructions for use (IFU) lists right heart failure, other neurological event (not stroke-related), hypertension, infection, and thromboembolism as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 4 of the IFU explains that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6 of the IFU lists infection, thromboembolism, and neurological dysfunction as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. This section also states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.